Event description:
It was reported that a patient presented with an isolated iliac and hypogastric aneurysm and was treated with gore® excluder® aaa endoprostheses. After the successful deployment of a gore® excluder® iliac extender endoprosthesis, the proximal olive of the device catheter broke off and migrated into the anterior tibial artery. Since guidewire access was lost, it was not tried to remove the broken part with endovascular techniques and it was decided not to perform surgery. Additional it was stated that the patient had normal tortuosity and no particular calcification. Also resistance was felt during the advancement of the device that was related to normal anatomy of the patient. The procedure was successfully completed and the broken part remained in the patient. The patient tolerated the procedure and no reintervention is currently planned.

Manufacturer narrative:
Updated h7. Updated conclusion codes.

Manufacturer narrative:
Added method code 3 & 4, result code 2, conclusion code 2 updated conclusion code 1. H6: code 4112 - the device was not returned for evaluation. The evaluation was completed based only on the event description as reported to gore. Based only on the event description as reported to gore, the physician¿s observation that the leading olive broke off and migrated into the patient was confirmed. The likely cause for the separated leading olive could not be determined with the currently available information. The evaluation of the reported event appears consistent with a leading olive separation; however, it is not possible to determine if there was a tensile failure of the bond, no bond or a break in the polyimide because the device was not available for evaluation. Code 4115 : the device catheter was discarded at the fascility. Code 213 : the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22 : the version of the IFU in place at the time of the implant provided the following potentially relevant warnings: "do not continue if resistance is felt during advancement of the guidewire, sheath, or delivery catheter. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur." And "if resistance is felt during removal of delivery catheter through the introducer sheath, stop and withdraw delivery catheter and introducer sheath together.